Manufacturer narrative:
(B)(4). (B)(6). This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and the reported condition was duplicated and confirmed. The assignable root cause was determined to be due to normal wear from use and servicing over time. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported from (B)(6) that during service and evaluation, it was observed that the control unit did not function. It was further determined that the device failed the following pre-tests: check function and direction of rotation, check function with test hand switch, check function with foot pedal, check with test bench and record results. Power: 45 to 90 w (watt) and speed: min . 703 to 937 (rpm) rotations per minute and test hand switch, after "adjusting. It was noted in the service order that before use on patient, it was observed that the device was broken. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.